Event description:
It was reported that the patient was having loss of stimulation due to lead migration. There was no device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned due to facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: (B)(4).